Manufacturer narrative:
Patient weight not available for reporting date of device breakage is not known. This report is for an unknown screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Concomitant 2.7mm screw possible part numbers: 202.216, 202.218, 202.876, and 202.878. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an ulnar shortening procedure, an open reduction internal fixation (orif) of the right ulna, on (B)(6) 2017 using the synthes 2.7mm ulna osteotomy system. On an unknown date after the surgery, two proximal screws broke causing the construct to loosen. A revision surgery was performed on (B)(6) 2017. The ulna osteotomy plate was removed. The two (2) 2.7mm cortical screw threads were left in the ulna and the patient was revised with a 3.5mm locking compression plate (lcp) plate from the synthes small fragment set. All the implants from the synthes 2.7mm ulna osteotomy system were intact except the two screws that broke post-operatively and were left in patient. There was no time delay reported. The patient's status is currently ongoing and is being monitored by surgeon. Concomitant devices reported: 2.7mm lcp ulna plate (part 02.111.900, lot number unknown, quantity 1), 2.7mm screw (part number unknown, lot number unknown, quantity 4). This report is for two (2) unknown cortical screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was competed. A visual inspection under 5x magnification, and drawing review were performed as part of this investigation. This complaint is confirmed. Two proximal portions of 2 broken screws were received at customer quality for evaluation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. The following were returned as concomitant devices without an alleged complaint condition. Upon visual inspection there is no evidence that these devices contributed to the complaint condition, and therefore no additional investigation will be performed on these devices. Part #: unk cortical screw lot #: unk quantity: 2, part #: unk locking screw lot #: unk quantity: 2, plate part #: 02.111.900 lot #: l126692 quantity: 1. Visual & dimensional inspection at cq determined that the 2 returned broken screws are in the family of 2.7mm stainless steel cortex screw with t8 stardrive. This screw family has part# ranges 202.866-202.971 and 02.202.952 - 02.202.990. The exact part # of the 2 returned broken screws could not be determined since only their proximal portions were returned making their length undeterminable and therefore part # cannot be determined. Relevant drawings were reviewed. No product design issues or discrepancies were observed. Root cause was determined as most likely due to excessive strain by the patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: plate (part # 02.111.900, lot # l126692, quantity one (1).